Event description:
It was reported that during device upgrade procedure, when the right ventricular lead was attached to the new generator the patient went asystolic and transcutaneous pacing was required. The right ventricular lead exhibited loss of capture; a micro dislodgement was suspected. The lead was explanted and replaced. The patient was stable post procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).